Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for benchtop investigation. Based on the clinical information provided, the root cause of the delivery issue was most likely due to patient condition as the case was aborted due to extensive clots while attempting the device insertion.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a (B)(6) male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an impella 5.5 pump was unable to advance through the descending aorta due to existing clot burden that wrapped around the catheter. As a result of the patient's anatomy, the decision was made to abort the implant. There was no patient harm.